Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, both the reported events at 6:57 pm est on december 4, 2022 and 2:16 am est on december 5, 2022, displayed temporary mismatch between the sensor readings and fingerstick measurements. The reported events happened during the initial few days after sensor insertion. During the initial settling period after sensor insertion, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes. Once the sensor recovered after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements.user didn't seek for medical treatment and didn't need to treat himself as the blood glucose (bg) was in normal glucose range. Per dms, the system has stabilized, showing better agreement between sensor glucose (sg) readings and fingerstick measurements. No further resolution was found necessary for this complaint. H3.device evaluated by manufacturer?yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.